Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 345 mg/dl at 9:21 p.m. On the contour next link 2.4 meter and 137 mg/dl at 9:23 p.m. On a different meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 9fpeb02b for evaluation. In-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.